Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article, titled: progressive mitral stenosis after mitraclip implantation in a patient with systemic inflammatory disease.

Event description:
This is filed to report the mitral stenosis. It was reported through a research article identifying a mitraclip device that may be related to mitral valve stenosis, treated with medical therapy. Details are listed in the attached article, titled: progressive mitral stenosis after mitraclip implantation in a patient with systemic inflammatory disease.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. The reported patient effects of mitral stenosis and hypertension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported mitral stenosis appears to be related to procedural conditions. The reported hypertension was due to the mitral stenosis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additionally, the mitraclip device may be related to hypertension.